Event description:
Father found client blue in color, complaining of a headache. Father assessed equipment function and found unit's product level gauge at 0.25 full, and producing only 1.5 lpm (liters per minute) with the unit set to flow 5 lpm. Father changed the lox (liquid oxygen) tank the client was using. After the change, the customer began to pink up and headache pain reduced.